Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and contamination issue. However, the origin of the contamination was not determined and was not proven that the device contributed to the contamination, but the infection was found out a few weeks after patient's generator change. There were no additional adverse patient effects reported. The crt-d was explanted.